Event description:
It was noted that the patient presented via remote monitoring. It was noted that the right ventricular (rv) lead was not capturing. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.